Event description:
It was reported that during the implant procedure, a lead was found to be bent out of the box. The lead was bent at the distal end and was not used. A new lead was opened and used. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).